Event description:
It was reported a 6f angio-seal sts vascular closure device was deployed in the right femoral artery post diagnostic angiogram. A pre-insertion angiogram was performed. The patient was discharged. Five days later, the patient went to the emergency room and was readmitted to the hospital for a lump in the right groin and extensive bruising down the right leg. The next day, the patient had an ultrasound which revealed a hematoma. The patient was discharged. The patient was taking prescribed anit-coagulants.

Manufacturer narrative:
A product was not returned for analysis. Review of the device history was not possible since the lot number was unavailable. Based on the information received, the cause of the hematoma could not be conclusively determined. The angio- seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.